Manufacturer narrative:
The company service representative examined the system and replicated the reported event. Port 1 had no laser output power. The nonconforming laser core module was replaced to resolve the issue. The company service representative also replaced the optical fiber. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser core module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no effect with the laser system during an ophthalmic surgical procedure. The case was completed. Patient impact was not reported. Additional information was requested but not received.